Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in three pieces for analysis. Visual examination found external insulation abrasion breaching the optim sheath with intact insulation beneath at the middle portion of the lead. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.